Event description:
It was reported that an alert was triggered due to low impedance on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Alert occurred on (B)(6) 2014, for out of tolerance lead impedance. Since (B)(6) 2014, minimum rv tip to rv coil impedance measures low at 228 ohms. (B)(4).